Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy to address elevated bg level and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.